Event description:
The user facility reported that the endoscope had been used earlier in the day during another procedure. During the following procedure approximately three hours later, a polyloop exited the distal end of the endoscope and fell into the pt. As there had been no polyloops used during the second procedure, the polyloop was believed to have been from an earlier procedure. The facility further reported during the earlier procedure, a polyloop had not adhered to a polyp stalk. When the physician tried to retrieve the polyloop, it could not be located. The physician reportedly believed the polyloop was lost inside the pt and would be flushed naturally. The user facility reported that following completion of the initial procedure, the endoscope had been cleaned and placed in a custom ultrasonics automated endoscope preprocessor. The polyloop was reportedly retrieved from the second pt. The user facility reported that no culture tests were performed on the second pt because the first pt did not have any infectious disease, and there has been no allegation of infection or other adverse event associated with this report.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The instrument channel, suction channel and the cylinder unit on the device was examined and found no obstructions or foreign objects. There were minor bumps and scrape marks observed in the instrument channel at the bending section area. An olympus brush and biopsy forceps passed through the instrument channel, and no restrictions observed. The cause of the user's experience cannot be conclusively determined; however, insufficient cleaning cannot be ruled out as a contributing factor. This report is being filed as an MDR in an abundance of caution.